Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This kind of event can be related to an inadvertent movement of the hand during stent release, incorrect holding of the delivery system during stent release, insufficient pre and/or post dilatation, highly calcified vessel, patient condition or the vessel anatomy may result into an irregular placement of the stent and a subsequent stent fracture. In this case a predilation was performed and no issue was encountered during tracking or deployment. However, access was gained over the brachial artery and it was not known whether the stent was post dilated. On the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath' and 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position (...) Continue turning the thumbwheel until the distal end of the stent obtains a minimum of 1 cm of wall apposition (...) With distal end of the stent apposing vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end (...) Deployment of the stent is complete when the proximal stent end apposes the vessel wall and the sheath radiopaque zone is proximal to the proximal end of the stent.' The potential risk is addressed as the IFU states that 'stent fracture' is potential adverse event that may occur. In regards to balloon dilation the IFU states: 'predilatation of the lesion should be performed using standard techniques' and 'post stent expansion with a pta catheter is recommended.' Updated 'eval code & desc - conclusion1' due to completion of evaluation.

Event description:
It was reported that three months post successful placement of the vascular stent for treatment of a pre-dilated 90 % stenosis in the right sfa via access through the right brachial artery, the patient complained about pain in his leg. Duing angiography, the stent was found to be fractured twice. A bypass surgery was peformed for patient treatment.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. (B)(6). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that three months post successful placement of the vascular stent for treatment of a pre-dilated 90 % stenosis in the right sfa via access through the right brachial artery, the patient complained about pain in his leg. During angiography, the stent was found to be fractured twice. A bypass surgery was performed for patient treatment.